Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years eleven months later, filter removal was attempted, and guidewire was advanced into the superior vena cava and inferior vena cava. Over that introducer sheath was applied over the guidewire under fluoroscopy. The sheath was passed below the renal vessels through the inferior vena cava filter. It was put below the inferior vena cava filter. The introducer sheath and introducer were removed. After multiple attempts, it was unable to retrieve and snare the inferior vena cava filter. It seems like the hook was adherent to the side of the wall. The procedure was eventually terminated. Approximately one year seven months later, computerized tomography (CT) revealed that inferior vena cava filter located to the right side of the l1 and l2 vertebral bodies. The superior tip of the filter was located close to the origins of both the right and left renal veins. The superior tip of the filter was tilted towards the right side of the inferior vena cava. The distal prongs were projected outside of the lumen of the inferior vena cava. The 12:00 prong was projected in the adjacent duodenum. The 2:00 and 4:00 prongs were located outside of the lumen of the inferior vena cava to the right side of the aorta. The 6:00 was projected against the posterior wall of the inferior vena cava. The 8:00 and 10:00 prongs were projected slightly outside of the lumen of the inferior vena cava. The distal aspect of the filter was located approximately 5.7 cm above the bifurcation. Therefore, the investigation is confirmed for perforation of the inferior vena cava, filter tilt and retrieval difficulties. However, the investigation is inconclusive for pe post implant.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient was diagnosed with pulmonary embolism .the device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.